Event description:
Patient with unresectable hcc and hvc-induced cirrhosis received 89.5 mci of therasphere via right hepatic artery in 2002. Patient was admitted to hosp with sob, fever and chest pain classified as injection site reaction due to CT contrast in 2002. During hospitalization for this event, CT abdomen showed moderate amount of abdominal ascites. Hospitalization prolonged for diagnostic spontaneous bacterial peritonitis. Treatment with therasphere was possible cause of abdominal ascites requiring paracentesis.